Manufacturer narrative:
Customer contact reports no patient information is available.

Event description:
The hospital reported a system malfunction that caused a loss of mechanical ventilation during a case. There was no report of patient injury.